Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an intraocular lens was explanted after the patient experienced blurry vision in the left eye and did not achieve significant astigmatism reduction, due to incorrect measurements/readings suggested by the system during refractive surgery. The patient had preexisting ocular conditions such as cornea had mild guttata, descemet¿s membrane striae horizontally, scarring superiorly, and the fundus had mild retinal pigment epithelium changes.